Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Log files were submitted for review. Log file analysis completed by the manufacturer¿s technical services representative revealed several no external power alarms with the system controller backup battery in use. These appeared to have been caused by a disruption in power to the mobile power unit. There were no other unusual events noted. Additional information was requested, but was not provided.